Manufacturer narrative:
The wolverine was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a mildly tortuous and moderately calcified lesion. The 10mm x 2.75mm wolverine coronary cutting balloon ruptured after five seconds on the first inflation at five atmospheres. The procedure was successfully completed with a another wolverine without further issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a mildly tortuous and moderately calcified lesion. The 10 mm x 2.75 mm wolverine coronary cutting balloon ruptured after five seconds on the first inflation at five atmospheres. The procedure was successfully completed with a another wolverine without further issue or patient injury.